Event description:
Alleged the casters on the foot end of the bed would not hold in brake.

Manufacturer narrative:
The hill-rom field investigation indicated the brake pedal would migrate out of the brake position. The hill-rom field tech adjusted the casters to repair the bed. Mod 373 is a field corrective action which replaces the brake detent mechanism and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.